Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The hcp stated that the patient reported their device had not been working in a year and they could not communicate with the device using the recharger, patient programmer or clinician programmer. Options were reviewed for MRI with an over-discharged battery. No symptoms were reported. The event occurred about a year ago in 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.